Event description:
Procedure type: inguinal hernia repair. According to the reporter: the plastic sheath covering balloon came off inside the surgical cavity. The plastic sheath was removed from the pt's cavity. No pt injury was reported. The pt status is fine.